Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during drain 2 of 3. Gts explained that a large amount of air had entered into the disposable set, and had the patient cycle power twice to clear the error. The patient had disconnected, and upon reconnecting, the hc alarmed with the system error 2240. Gts explained that therapy had ended and that the patient would need to start over with new supplies or finish therapy with manual supplies. The patient elected to complete therapy manually. Gts then advised the patient to call their dialysis nurse within 24 hours to explain what happened. Gts reviewed proper procedure, per the user manual, with the patient. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During a follow-up with the home patient (hp), she explained that she needed to use the bathroom and the lines were not long enough so she disconnected. There were no disconnects or any allegations against the products. The hp stated that there was no patient injury or medical intervention involved.

Manufacturer narrative:
(B)(4). Additional information: this complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient had disconnected, and upon reconnecting, the hc alarmed with the system error 2240. The batch review was not performed because, the lot number is not available. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).